Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nurses sent the devices to the facilities biomed department and stated that the device over infused. Although requested there are no further event details provided.

Manufacturer narrative:
Correction on initial report: disregard file this device is no longer a suspect; it is a concomitant device.